Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the iipv condition. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. An internal and external inspection was performed. The cause was determined to be a use error, further specified as the tidal total uf removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 18:18:25. During night drain cycle four, the patient's ultrafiltration reading was 1441ml, indicating the home patient (hp) drained 1246ml more than their maximum programmed fill volume of 2000ml. No additional information is available.